Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, identified the housing of the device was founded to be torn. It is likely caused due to a component failure of the housing. A definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use sterile biopsy valve was cut. The issue occurred during set up / inspection for use in an unspecified procedure. There were no patient involvement.

Event description:
Correction: no patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report (3003637092-2025-00054). Corrections/updates: a2, a5, a6, b5, e1 (first and last name), (customer address), (country code) and h4.